Event description:
During preventive maintenance by a service technician this bio-console 560 controller instrument had a battery leaking issue. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that it was known that the battery had a defect because there was liquid dripping out of the battery.the battery was installed less than a year ago and the lot number of the battery removed from the instrument was 0011780938.

Manufacturer narrative:
Device evaluation:during preventive maintenance by service technician, it was observed that bio-console 560 had a battery leakage issue. Issue was resolved by replacing the batteries.preventive maintenance was performed as per specification. Note the instrument was not returned to medtronic facility but was serviced by field service technician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.